Manufacturer narrative:
The service history was reviewed. The unit did undergo a standard repair in the past two years however it was not associated with the current reported condition stated as overfeeding. The condition was not confirmed. When assessing the unit, the following issues were detected/serviced and replaced: flash chip, rotor damage, outdated battery, housing damage, hinge label, power connection label, vinyl foot, tyvek vent, serial number label. However, despite the worn parts, the device was found to be functional during evaluation.

Manufacturer narrative:
The incident device has been requested but to date has not been received for evaluation. If the device is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the rate of the device was out of range. Additional information was received stating that during preventative maintenance testing, the volume was over the 82.4ml limit when the device was set to continuous mode of 150ml/hr for the 30min accuracy test.